Manufacturer narrative:
Over the past two years, richard wolf gmbh has reported a case of serious injury with a similar fault pattern. In this regard, the current case is being reported as a reportable malfunction.

Event description:
It was reported that the instrument has failed to provide the intended suction during a holmium laser enucleation of the prostate (holep) procedure. During the morcellation part of procedure, when the surgeon was pushing suction on the foot switch, it was not registering very much suction. They swapped the headpiece out and procedure continued as normal. There is no report of injury to the patient or other personnel.